Event description:
It was reported that the patient presented to an implant procedure. During the procedure, the atrial device exhibited loss of capture and after repositioning attempts pericardial effusion was observed. The effusion was then drained and the implant aborted. The patient was stable.